Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws had no power. The hospital tried using a new cord and adapter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws had no power. The hospital tried using a new cord and adapter. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no evidence of blood detected. There were no visual defects detected. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test; it did produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at .65 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, the reported failure, ¿failure to deliver energy" is not confirmed.